Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The events can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated and confirmed that the nozzle had foreign objects. Additional findings include; due to nozzle clogging, amount of water contact did not meet the standard value. Due to wear of angle wire, bending angle in down direction did not meet the standard value. Light guide lens had a crack. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that there was no air on the colonovideoscope . The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; the nozzle had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.